Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 19-9 results for one patient sample. The architect generated an initial ca 19-9 result of 497.20 u/ml, and repeat results of 66.93, 67.51, and 7.49 u/ml. The falsely elevated ca 19-9 results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lot 27228m500, and acceptance criteria were met. Tracking and trending did not identify and atypical complaint activity related to the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.